Event description:
New information received notes that when the patient presented due to vibratory alert, atrial lead noise was observed. Lead replacement was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed. The noise was reproduced when tapping on the device. Programming changes were made.